Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. With some force the investigators were able to remove the guidewire and tissue from the catheter, after which a new guidewire was successfully advanced and withdrawn through the catheter. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. Once removed from the body the guidewire was able to be removed by pulling the guide wire through the distal tip of the catheter. There was no tissue seen on the catheter or the guidewire and there appeared to be no issues with the guidewire. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. Once removed from the body the guidewire was able to be removed by pulling the guide wire through the distal tip of the catheter. There was no tissue seen on the catheter or the guidewire and there appeared to be no issues with the guidewire. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.